Event description:
The consumer called customer service alleging that in the year 2000, when they leaned over to pick things up off the floor, the wheelchair tipped over, resulting in an alleged broken leg.